Event description:
The customer recently started using the new beckman coulter troponin reagent system. They had several occurences of false positive troponin with the heparin tubes. The tubes are collected by the ER and received in the lab where they are centrifuges in the stat spin analyzer swing bucket.

Manufacturer narrative:
Results - nine units from reported lot number 3241016 an done unite from reported lot number 3308319 were received for evaluation. Blood was collected from one employee donor into nine tubes from incident lot 3241016 and one unit from reported lot number 3308319. Also, one control lot tube from 3179091 was collected from the donor for a total of eleven tubes. Standard venipuncture techniques with a bd vacutainer push button blood collection set were employed. Immediately after filling, the samples were mixed by 10 complete inversions and then placed upright in a rack at room temperature. The tubes were then centrifuged at 11- rcf for 10 minutes in the sorvall rc3c plus centrifuge at 25 degrees celsius. The plasma integrity of each incident lot tube was visually evaluated following centrifugation. Troponin I assays were performed on both incident and control lot samples on the advia centaur xp automated chemiluminescence system. Conclusions - no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. The plasma was of acceptable quality and there was no hemolysis or fibrin observed in the plasma in any of the incident or control lot tubes collected. The incident lot tubes demonstrated satisfactory performance and no clinical differences were observed in comparison to the control lot. All troponin I results were negative and no issues were observed during the clinical investigation. This complain is not confirmed for erroneous chemistry (troponin I) results. Blood collections tubes should be stored in -25 degrees celsius unless otherwise noted on the packaging label. All tubes should be checked to confirm they are filled to the proper level. If multiple tubes are being drawn lithium heparin tubes should be drawn after any non-additive or citrate tubes. After collection 13x75mm lithium heparin tubes should be mixed by ten complete inversions and centrifuged at 1100-1300 rcf for ten minutes in a swing bucket centrifuge and fifteen minutes when using a fixed angle centrifuge.